Event description:
It was reported that within the last week there were three pca modules that completely shut off while programmed and infusing. It was noted that the pumps seem to lose connectivity and then shuts off and all administration history is erased. Because of the event, it has led to the nurses having to obtain key and completely reprogram the pumps. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
Pca module was received with the instrument seal suspected to have been peeled back and pressed back into place. Dried fluid ingress was observed on the security latch. The female iui was cracked and separation was observed. The contact pins were found dull with corrosion and debris. The plastic iui gasket was stuck / lodged in the separated areas of the iui. There were no other observed significant anomalies internally or externally on the source device. The handset was not returned with device for investigation. Female iui date code ¿ (B)(6) 2006 all possible replacement parts were observed to be bd parts. Log analysis results: an analysis of the pump module event and error logs did not reveal any anamolies associated to or possibly contributing to the reported incident of the pca shutting down / disconnecting for the reported date of the incident. Additionally, the event logs were overwritten and did not show records for the date of the event. A review of the pca event logs identified 2 channel malfunction errors on (B)(6) 2021; however, based on the date of the event these errors were not associated to the reported incident. Test results: test results identified the security latch stuck on the pca module preventing a secure attachment to the pcu. Next, the security latch was removed, worked back and forth while unattached to the pca and then reattached to the device. After this process, the latch was observed moving back and forth (bouncing back) as designed. The source pca module was then programmed to infuse a ¿continuous + pca¿ with a continuous test infusion at a rate of 0.2mg/h and a pca dose of 0.2mg/h. The infusion was then started and monitored for 24 hours. 10 pca dose requests were made and delivered with no irregularities. No alarms or anomalies were observed. Lastly, the system was ambulated around the building, in and out of the elevator to recreate a hospital environment. During ambulation testing, no channel disconnect alarms were observed while performing ambulation testing. Physical agitation was also performed on the devices with no alarms or anomalies observed. Testing was also performed for the reported administration history being erased. Test results revealed all programming and events occurring during testing were identified in the logs as intended. No signs of events being erased were observed with volume infused found on the pcu as 6.30ml and displaying vtbi of 53.0ml. Test methods: n/a device history review: a review of the device history record showed the device had a manufacture date of 12/08/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for serial number (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Root cause: the root cause of the customer¿s complaint that the pca module completely shut off while programmed and infusing and all administration history was erased was not identified. However, it is believed that a channel disconnect may have contributed to the reported shutdown event. The probable root cause of the channel disconnect is believed to be attributed to dried fluid ingress on the security release latch prohibiting a very secure connection between modules. The customer¿s concerns that the returned pca module unexpectedly shut off during programming, infusing and all administration history was erased was not confirmed. However, it suspected that the pca module may have exhibited a channel disconnected event as a result of the device not securely latched to the pcu. The pcu event log, which contains all the programming details, was not available for this investigation. The pca log files were overwritten for the reported incident date of event (B)(6) 2021. During testing, dried fluid ingress on the security release latch was identified, prohibiting a secure connection between the pca module and adjacent device creating a channel disconnect when testing the device in its ¿as is¿ returned state. After correcting the security latch malfunction on the returned pca module, the device was securely latched and programming and test infusion showed no further issues. Results for the testing performed for the reported administration history being erased revealed all programming and events occurring during testing. No signs of events being erased were observed. ¿ an internal inspection of the pca module identified the left female iui as a vintage 14+ years old component (date code: 10/06), identified with cracks and separated. The device was being used for treatment.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that within the last week there were three pca modules that completely shut off while programmed and infusing. It was noted that the pumps seem to lose connectivity and then shuts off and all administration history is erased. Because of the event, it has led to the nurses having to obtain key and completely reprogram the pumps. There was no patient harm. The customer stated no further information is available.